Event description:
The reporter stated that the surgeon attempted to implant a aa4203tf toric silicone lens. The lens stuck in the cartridge. No patient contact or injury. It was unk what caused the lens to become stuck in the cartridge. The injector model that was used was a msi-tr and the cartridge model that was used was a mtc60cfp. The reporter was unable to provide the injector and cartridge lot numbers.

Manufacturer narrative:
Evaluation- results- visual inspection of the returned product showed that one lens haptic was torn off and missing surgical and reddish residue/debris on product. Conclusion- ( no conclusion can be drawn): based on the complaint history and evaluation ofthe returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge was not returned for evaluation.